Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. On the same day as impella insertion, the placement signal not reliable alarm was triggered. The pump was not explanted due to the complication. Neither product nor data logs were returned. The root cause of the optical signal issue could not be determined because not enough information was provided and no product nor data were returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. While on support, there were placement signal not reliable alarms. Support continued. There was no reported harm or injury to the patient. The patient was successfully weaned from the pump and the device explanted.